Event description:
It has been reported to philips that system did not start up. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic coronary treatment procedure was finished on another system. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. The fse found that the host-pc did not startup due to a faulty pc power supply. Analysis of the system logs was done. Part failure analysis has been performed. To solve the issue the fse replaced the host-pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.